Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation. There were no signs of clinical use or evidence of blood observed. The heater wire was observed to be flexed away from the jaw and is detached at the tip but remained attached to the base of the hot jaw. Silicone jaw was observed to be intact and no other visual defects was observed. Based on the returned condition of the device, the reported complaint "material twisted/bent wire" was confirmed. The shop floor paperwork(DHR) was reviewed for the hemopro 2. All the test results meet the specifications and requirements. There were no non-conformities observed. Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws separated and not attached correctly. The heater wire was detached from the jaws when the kit was opened. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws separated and not attached correctly. The heater wire was detached from the jaws when the kit was opened. A replacement device was used to complete the procedure. No patient involvement.